Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm off no power. Customer's blood glucose was 107 mg/dl. The customer was advised to insert a new energizer aaa alkaline battery and monitor the insulin pump. The customer also reported via phone call indicating that the insulin pump alarm no delivery alarm. Customer's blood glucose was 106 mg/dl. The customer report the alarm was resolved by a complete set change. Customer was advised to call when the alarm occurs in order to troubleshoot. The customer also reported via phone call that he had a lost sensor alarm on the insulin pump. Customer does not wear sensor because has extremely low battery. The customer was advised to change out battery and call back helpline to assist with turning sensor off.